Event description:
It was reported that a spectrum pump under infused at 18.60 ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported problem, "under infusing during testing at 18.60 ml.' Was reproduced. The unit was tested for flow accuracy and was out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment. The pressure plate travel requires readjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.